Event description:
Litigation alleges that the patient suffered severe pain and inhibition in the ability to walk and move on account of her asr left hip implant. Litigation further alleges that the patient, after blood was drawn, experienced excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.